Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis pulse 120 with 0.5j x 50hz settings. According to the complainant, during the procedure, the laser fiber broke halfway down the shaft and misfired energy. Additionally, it was reported that the fiber was resting on the patient's leg with the physician's arm placed above it. There was no harm to the physician. The procedure was completed with a slimline ez single use laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.